Event description:
Additional information was received from the patient. The patient reported, that the circumstances that led to the poor coupling/inability to charge, were that the patient needed to stand or sit at the edge. At the edge of a chair in order to charge. Charging was long and they need to sit to relieve pain. So charging was difficult. The patient added, that charging is far better with the new system.

Manufacturer narrative:
Product event summary: reviewed and confirmed. Updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue. Therefore, a DHR review was not required for the ins. The event was reviewed, for existing investigations and none applied. The event was reviewed, for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ins is inconclusive, because the root cause of the coupling issues remains unknown. There are no anomalies found with the ins, because the patient stated, that they do not have concerns with their device or therapy. Concomitant medical products: product ID: 97791, serial#: unknown, product type: accessory, product ID: 97791, serial#: unknown, product type: accessory, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead, product ID: 37746, serial#: (B)(6), product type: programmer, patient product ID: 37754, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2021-10-04 13:36:51 cst pli# 10 product ID# 37714 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Evaluation conclusion code 11 does not apply. Product type lead product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2021 h3. Analysis identified that the #0 conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead; product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead; product ID: 37746, serial# (B)(6), product type: programmer, patient; product ID: 37754, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97791, serial#: unknown, product type: accessory. Product ID: 97791, serial#: unknown, product type: accessory. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 37754, serial#: (B)(4), product type: recharger. Analysis of the ins has not yet begun; a supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient only got good coupling while standing. It was noted the patient could not charge while sitting. It was reported the patient recharged for four hours with only two to four coupling bars. It was noted the adhesive patches did not help. It was reported the patient felt a ¿bite¿ sensation when charging starts, so the patient now keeps a shirt between the antenna and their skin. It was later reported that the patient did not have concerns with the device or therapy. Additional information was received from a healthcare professional (hcp). The system was explanted and replaced on (B)(6) 2021.